Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 10/15/2015 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. 11/06/2015 a medtronic software engineer, following-up on this issue, reported this occurs during planning -- it does not occur while the user is actively using optical or axiem navigation. Also, during planning, when a user clicks in one of the look-ahead views ahead of the current slice, it may not be immediately obvious that the slice they clicked was not the slice that the crosshairs moved to. Under no condition will this cause the navigation system to incorrectly display the navigated instrument tip in the wrong position relative to patient anatomy. No further issues have been reported.

Event description:
A medtronic representative. Software engineering, reported that within cranial 2.2.7, the look-ahead view shows four subviews: one at the current slice, one 5 millimeters ahead, one 10 millimeters ahead, and one 15 millimeters ahead. If the user clicks on of the views (other than the one which shows the current slice), the cross-hair position in all views moves to a position double the look-ahead increment. For example, if the user clicks in the 10 millimeter ahead view, the cross-hair moves 20 millimeters ahead. When the crosshair moves, all views update consistently to show the new position. If the user, without clicking in the views or changing the crosshair position, cycles views or changes one of the views to a different type, the crosshair updates to the intended increment position (10mm ahead, in this case). If the user does click in one of the views or change the crosshair position, the cross-hair will not change upon view cycling or changing of the views. There was no patient present when this issue was identified.